Manufacturer narrative:
The reported used device was returned to conmed for evaluation. A r&d engineer visually inspected the device and determined the point of failure was at the weld. There was evidence of the bur tip making contact with the hood, which is likely caused by excessive force applied to the device while in use. A review of the manufacturing documents has verified the devices were produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture that would contribute to this issue. A two-year historical complaint review revealed 12 similar events have been reported for this product family. In that same timeframe, (B)(4) devices have been manufactured and shipped worldwide. There have been no prior complaints against this specific lot. A risk analysis was performed and this failure is deemed acceptable. The customer is advised of the following warning and precautions set forth in the instructions for use. -do not apply excessive loading on the shaver blade or bur. -excessive force can cause damage to the device including permanent deformation. This incident type will continue to be monitored through the complaint system to assure patient safety.

Event description:
The user facility reported that the head of a hps-hb11 bur broke off during a hip procedure. The bur head was retrieved from the surgical site using graspers and the procedure was completed as intended with a 10-minute surgical delay. As reported, this incident had no consequence to the patient. This report is raised on the basis of a reported device malfunction with potential for injury with recurrence.